Event description:
Patient presented with infection shortly after implantation, went through 2 or 3 additional surgeries attempting to clear infection. Consulted with dr. There was concern for a broken ring and the decision was made to explant the mesh. The ring was found to be intact but buckled and the surgeon reported that the mesh had been sutured to the bowel. The surgeon felt there was not a problem with the mesh. Alloderm was used for the repair.

Manufacturer narrative:
Currently, it is known whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.